Manufacturer narrative:
(B)(4) 2014, we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, it was noted that the visual evaluation revealed a fiber in the inner pouch. Since the pouch/packaging was open as received, it is not possible to verify if this fiber was present prior to opening package or if it was introduced once package was open. The exact root cause of this complaint could not be confirmed. This is the first complaint of this type for this product code; therefore, it is considered to be an isolated incident. We will continue to monitor for this or similar complaint for this product code. At the present time this complaint is considered closed.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Event description:
Foreign matter was noted in the package before use. The product was not clinically used. No delay in surgery was reported. Correction to the date field labeled complaint notified the complaint dept. The year was listed as 2013 instead of 2012. (B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. An initial medwatch is being generated to file this complaint as a malfunction.